Manufacturer narrative:
Please retract 2017865-2026-03397 as additional information revealed that the patient's death was due to infection originated in the lower extremity possible suspicion of necrotizing fasciitis.

Event description:
It was reported that the patient died on (B)(6) 2025 due to cardiogenic shock and septic shock. It is unknown whether the patient's cause of death is device or procedure related.